Event description:
It was reported there was pacing malfunction of the atrial chamber, due to a fracture of the patient cable. The device was replaced and there were no patient complications.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date of the (B) (4) cable cannot be determined.